Event description:
It was reported that the pump malfunctioned after getting wet, displaying a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, and after reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to contact support again if the issue recurs.